Manufacturer narrative:
Medical investigation revealed that implant regio 15 fractured. Construction was a prosthesis placed on 4 implants with ball abutments. Bone loss and implant instability was caused by patient related periimplantitis. Fracture was finally caused by overloading after 10 years in situ.

Event description:
Implant fracture.